Event description:
It was reported that approximately 1 month after promus stent implantation in the proximal right coronary artery and the left main to proximal left anterior descending (lad) coronary artery, the patient experienced worsening of the angina. The patient was treated with medication. Eight months later the patient had a positive functional ischemia test. ECG was negative for myocardial infarction. The patient was treated for stenosis with stenting in the mid-left anterior descending coronary artery. The patient symptoms resolved without sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date is estimated as (B)(6) 2010, as the occurrence date was reported as (B)(6), 2010. There was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the electronic promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.